Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No battery out limit noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 505 mg/dl at the time of the incident. Patient's current bg: 200 mg/dl. Customer did not want to troubleshoot for high blood glucose he states it will go down. Customer states he has been receiving battery out limit. Customer states the pump alarmed after battery change. Pump is not alarming at time of call. Customer states the batteries were not out of pump greater than duration allowed by the pump. Alarm did not occur with first battery installation after customer received pump in shipping mode. Customer has received multiple batt out limit alarms when batteries are out of the pump for less than one minute. Customer does have a new battery to test pump. Customer didn¿t alarm battery out limit after inserting new battery. The pump will not be returned for analysis.